Event description:
It was reported that during a procedure using a procise xp wand, the device was overheating and arcing while being used. During the surgery, the front-end of the wand sparked and the patient was slightly burned. No additional details were provided regarding the severity of the burn or any treatment administered; however, no additional patient complications have been reported as a result of this event.

Manufacturer narrative:
The complaint could not be verified and the root cause could not be determined with confidence as the device performed as intended. There are several factors that could contribute to the reported event. It is possible that the tip of the wand made contact with a metal object such as a mouth guard which can contribute to a burn. Also, insufficient suction can cause ¿sparks¿ which is the device burning off the residual fluid and can contribute to saline temperature elevation. Outflow fluid may experience elevated temperature as compared to the temperature of saline delivered to the wand tip; therefore, it is imperative to ensure the suction line does not make contact with the patient as it may cause a burn. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.